Event description:
During baxter's evaluation, it was observed that a spectrum pump was missing the direction of flow label. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation observed no door shims/direction of flow labels on the pump and have been replaced.